Event description:
After encountering resistance during advancement, the stent was found partially deployed. The report received indicated that during a stenting procedure to the external iliac artery, the smart control was delivered; however, some resistance was encountered, the device got stuck inside the sheath and did not move. Therefore, the physician withdrew the smart control and found the stent was partially deployed. Consequently, to straighten the tortuous vessel and deliver the device easier, the physician changed the wire for a stiffer type. Then another delivery system was advanced and the stent was placed successfully. Post-dilatation was followed and the procedure was completed. There was no adverse event or injury reported. Further information indicated the lesion was heavily calcified and heavily tortuous presenting a 95% stenosis rate.

Manufacturer narrative:
The product is not available for evaluation. However, a device history record review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan. Additional info will be submitted within 30 days upon receipt.